Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's daughter reported via phone call that the insulin pump was alarming no delivery even after changing the infusion set three times. The customer's blood glucose was 203 mg/dl. The customer was unable to perform troubleshooting at the time of the call because the alarm had already been resolved by an infusion set change. The customer was advised that her reservoir would be replaced. The customer agreed to return the product for analysis.